Event description:
Additional information received from the patient reported they were unsure what steps to take to resolve the loss of pain relief. The patient stated they tried everything besides going back to have more surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that stimulation has not been as effective since he was in a car accident two weeks prior to this report. The patient feels stimulation where he should, but even if he increases it is not as effective on the pain. The patient reported that if he turns is it up too high it just aggravates other areas. The patient has felt increased pain since the accident; it was a gradual change in symptoms. The indication for use was non-malignant pain and chronic low back pain. If additional information is received a follow-up report will be sent.